Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power (moisture ingress) issue. The reporter noted that when the battery was removed from pump she discovered that the battery was corroded and the battery compartment had corrosion at the bottom of it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings: a power loss was experienced during investigation. Review of the pump¿s black box shows rebooting events on the day of complaint. Corrosion was evident within the battery compartment. No cracks were identified on the battery compartment. There was no damage evident to the battery cap. No leaks were detected during leak testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.